Event description:
It was reported that proximal stent restenosis occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid-sfa and right distal-sfa. The lesion had a 5.8 mm proximal reference vessel diameter and 5.7 mm distal reference vessel diameter with lesion length of 120 mm, with 40% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using two non-boston scientific pta balloons. Treatment of target lesion was performed by the placement of 6 mm x 80 mm eluvia drug eluting stent study device. Following, post-dilation was performed by using another non-boston scientific pta balloon. Post procedure, the final residual stenosis was noted to be 5%. It was noted, a dissection complication of grade a was noted in target lesion due to the non-boston scientific balloon, which was treated by placement of bailout stent and the complication was resolved. On (B)(6) 2024, 748 days post-index procedure, the subject was presented with the symptoms related to proximal stent restenosis and was treated with medication.

Manufacturer narrative:
A1 - patient identifier: (B)(6).

Event description:
It was reported that proximal stent restenosis occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2022 as a part of a clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid-sfa and right distal-sfa. The lesion had a 5.8 mm proximal reference vessel diameter and 5.7 mm distal reference vessel diameter with lesion length of 120 mm, with 40% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using two non-boston scientific pta balloons. Treatment of target lesion was performed by the placement of 6 mm x 80 mm eluvia drug eluting stent study device. Following, post-dilation was performed by using another non-boston scientific pta balloon. Post procedure, the final residual stenosis was noted to be 5%. It was noted, a dissection complication of grade a was noted in target lesion due to the non-boston scientific balloon, which was treated by placement of bailout stent and the complication was resolved. On (B)(6) 2024, 748 days post-index procedure, the subject was presented with the symptoms related to proximal stent restenosis and was treated with medication. Additional information was received that on (B)(6) 2025, the subject was admitted to the hospital for further evaluation and treatment. Evaluation revealed an occlusion in right proximal sfa, right mid- sfa, and right distal sfa which were treated using drug-coated balloon angioplasty. Post procedure, the final residual stenosis was noted to be 20 percent, and the subject was discharged from hospital a few days later. The initial lesion length was also corrected from 120 mm to 80 mm. Further details were reported surrounding the events that led to the previously reported hospital admission. The subject had developed ulcers on the first and third toes of the right foot and lateral ulcer on the first toe of the left foot. On (B)(6) 2025, the subject was admitted to the hospital for further evaluation and treatment of lower limb atherosclerosis obliterans. Similar to the previous report, on (B)(6) 2025, right lower limb angiogram revealed in-stent occlusion of common femoral artery, segmental stenosis and occlusion of distal superficial femoral artery, the outflow tract below the knee showed the fibular artery to the posterior tibial artery and foot. The occlusion noted in right superficial femoral artery were treated using laser ablation followed by balloon angioplasty using 3 mm x 120 mm, 4 mm x 150 mm sterling balloons from right femoral artery to proximal popliteal artery. Subsequently, diseased segments of artery were further treated using 4 mm x 200 mm and 4 mm x 150 mm ranger drug coated balloons. Post procedure, angiogram revealed patency of treated vessels with small non flow limiting dissection in the right mid popliteal artery and no intervention was performed to treat the dissection. Additional information clarified the target lesion was only the right proximal sfa and right distal sfa (removed right-mid sfa). Also, new details regarding what led to the diagnosis of restenosis. On (B)(6) 2024, the subject visited the hospital for 24 month follow up visit and underwent doppler examination which revealed greater than 50 percent stenosis proximal to right superficial femoral artery stent with peak maximum psv of 284.1 cm/s. In addition, right and left abi was noted to be 0.73 and 0.65 respectively.

Event description:
It was reported that proximal stent restenosis occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2022 as a part of a clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid-sfa and right distal-sfa. The lesion had a 5.8 mm proximal reference vessel diameter and 5.7 mm distal reference vessel diameter with lesion length of 120 mm, with 40% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using two non-boston scientific pta balloons. Treatment of target lesion was performed by the placement of 6 mm x 80 mm eluvia drug eluting stent study device. Following, post-dilation was performed by using another non-boston scientific pta balloon. Post procedure, the final residual stenosis was noted to be 5%. It was noted, a dissection complication of grade a was noted in target lesion due to the non-boston scientific balloon, which was treated by placement of bailout stent and the complication was resolved. On (B)(6) 2024, 748 days post-index procedure, the subject was presented with the symptoms related to proximal stent restenosis and was treated with medication. Additional information was received that on (B)(6) 2025, the subject was admitted to the hospital for further evaluation and treatment. Evaluation revealed an occlusion in right proximal sfa, right mid- sfa, and right distal sfa which were treated using drug-coated balloon angioplasty. Post procedure, the final residual stenosis was noted to be 20 percent, and the subject was discharged from hospital a few days later. The initial lesion length was also corrected from 120 mm to 80 mm. Further details were reported surrounding the events that led to the previously reported hospital admission. The subject had developed ulcers on the first and third toes of the right foot and lateral ulcer on the first toe of the left foot. On (B)(6) 2025, the subject was admitted to the hospital for further evaluation and treatment of lower limb atherosclerosis obliterans. Similar to the previous report, on (B)(6) 2025, right lower limb angiogram revealed in-stent occlusion of common femoral artery, segmental stenosis and occlusion of distal superficial femoral artery, the outflow tract below the knee showed the fibular artery to the posterior tibial artery and foot. The occlusion noted in right superficial femoral artery were treated using laser ablation followed by balloon angioplasty using 3 mm x 120 mm, 4 mm x 150 mm sterling balloons from right femoral artery to proximal popliteal artery. Subsequently, diseased segments of artery were further treated using 4 mm x 200 mm and 4 mm x 150 mm ranger drug coated balloons. Post procedure, angiogram revealed patency of treated vessels with small non-flow limiting dissection in the right mid popliteal artery and no intervention was performed to treat the dissection. Additional information clarified the target lesion was only the right proximal sfa and right distal sfa (removed right-mid sfa). Also, new details regarding what led to the diagnosis of restenosis. On (B)(6) 2024, the subject visited the hospital for 24 month follow up visit and underwent doppler examination which revealed greater than 50 percent stenosis proximal to right superficial femoral artery stent with peak maximum psv of 284.1 cm/s. In addition, right and left abi was noted to be 0.73 and 0.65 respectively. Additional information indicated this this issue was ongoing as of (B)(6) 2025, with reports of the patient hospitalized for aching lower limb. Radiofrequency ablation of the spinal nerve was performed to help resolve the issue and the patient has since been discharged. Additional information revealed this patient was diagnosed with lower extremity arteriosclerosis obliterans with gangrene on (B)(6) 2026 and was hospitalized. As a result, percutaneous lower extremity arterial thrombectomy and lower extremity arterial balloon dilation and reconstruction was performed and the patient has since been discharged.

Event description:
It was reported that proximal stent restenosis occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2022 as a part of a clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid-sfa and right distal-sfa. The lesion had a 5.8 mm proximal reference vessel diameter and 5.7 mm distal reference vessel diameter with lesion length of 120 mm, with 40% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using two non-boston scientific pta balloons. Treatment of target lesion was performed by the placement of 6 mm x 80 mm eluvia drug eluting stent study device. Following, post-dilation was performed by using another non-boston scientific pta balloon. Post procedure, the final residual stenosis was noted to be 5%. It was noted, a dissection complication of grade a was noted in target lesion due to the non-boston scientific balloon, which was treated by placement of bailout stent and the complication was resolved. On (B)(6) 2024, 748 days post-index procedure, the subject was presented with the symptoms related to proximal stent restenosis and was treated with medication. Additional information was received that on (B)(6) 2025, the subject was admitted to the hospital for further evaluation and treatment. Evaluation revealed an occlusion in right proximal sfa, right mid- sfa, and right distal sfa which were treated using drug-coated balloon angioplasty. Post procedure, the final residual stenosis was noted to be 20 percent, and the subject was discharged from hospital a few days later. The initial lesion length was also corrected from 120 mm to 80 mm.

Event description:
It was reported that proximal stent restenosis occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2022 as a part of a clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid-sfa and right distal-sfa. The lesion had a 5.8 mm proximal reference vessel diameter and 5.7 mm distal reference vessel diameter with lesion length of 120 mm, with 40% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using two non-boston scientific pta balloons. Treatment of target lesion was performed by the placement of 6 mm x 80 mm eluvia drug eluting stent study device. Following, post-dilation was performed by using another non-boston scientific pta balloon. Post procedure, the final residual stenosis was noted to be 5%. It was noted, a dissection complication of grade a was noted in target lesion due to the non-boston scientific balloon, which was treated by placement of bailout stent and the complication was resolved. On (B)(6) 2024, 748 days post-index procedure, the subject was presented with the symptoms related to proximal stent restenosis and was treated with medication. Additional information was received that on 20-feb-2025, the subject was admitted to the hospital for further evaluation and treatment. Evaluation revealed an occlusion in right proximal sfa, right mid- sfa, and right distal sfa which were treated using drug-coated balloon angioplasty. Post procedure, the final residual stenosis was noted to be 20 percent, and the subject was discharged from hospital a few days later. The initial lesion length was also corrected from 120 mm to 80 mm. Further details were reported surrounding the events that led to the previously reported hospital admission. The subject had developed ulcers on the first and third toes of the right foot and lateral ulcer on the first toe of the left foot. On (B)(6) 2025, the subject was admitted to the hospital for further evaluation and treatment of lower limb atherosclerosis obliterans. Similar to the previous report, on (B)(6) 2025, right lower limb angiogram revealed in-stent occlusion of common femoral artery, segmental stenosis and occlusion of distal superficial femoral artery, the outflow tract below the knee showed the fibular artery to the posterior tibial artery and foot. The occlusion noted in right superficial femoral artery were treated using laser ablation followed by balloon angioplasty using 3 mm x 120 mm, 4 mm x 150 mm sterling balloons from right femoral artery to proximal popliteal artery. Subsequently, diseased segments of artery were further treated using 4 mm x 200 mm and 4 mm x 150 mm ranger drug coated balloons. Post procedure, angiogram revealed patency of treated vessels with small non flow limiting dissection in the right mid popliteal artery and no intervention was performed to treat the dissection. Additional information clarified the target lesion was only the right proximal sfa and right distal sfa (removed right-mid sfa). Also, new details regarding what led to the diagnosis of restenosis. On (B)(6) 2024, the subject visited the hospital for 24 month follow up visit and underwent doppler examination which revealed greater than 50 percent stenosis proximal to right superficial femoral artery stent with peak maximum psv of 284.1 cm/s. In addition, right and left abi was noted to be 0.73 and 0.65 respectively. Additional information indicated this this issue was ongoing as of (B)(6) 2025, with reports of the patient hospitalized for aching lower limb. Radiofrequency ablation of the spinal nerve was performed to help resolve the issue and the patient has since been discharged.

Event description:
It was reported that proximal stent restenosis occurred. The subject underwent treatment with the eluvia drug-eluting stent on (B)(6) 2022 as a part of a clinical trial. The target lesion was in the right proximal superficial femoral artery (sfa), right mid-sfa and right distal-sfa. The lesion had a 5.8 mm proximal reference vessel diameter and 5.7 mm distal reference vessel diameter with lesion length of 120 mm, with 40% stenosis and was classified as tasc ii a lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using two non-boston scientific pta balloons. Treatment of target lesion was performed by the placement of 6 mm x 80 mm eluvia drug eluting stent study device. Following, post-dilation was performed by using another non-boston scientific pta balloon. Post procedure, the final residual stenosis was noted to be 5%. It was noted, a dissection complication of grade a was noted in target lesion due to the non-boston scientific balloon, which was treated by placement of bailout stent and the complication was resolved. On (B)(6) 2024, 748 days post-index procedure, the subject was presented with the symptoms related to proximal stent restenosis and was treated with medication. Additional information was received that on (B)(6) 2025, the subject was admitted to the hospital for further evaluation and treatment. Evaluation revealed an occlusion in right proximal sfa, right mid- sfa, and right distal sfa which were treated using drug-coated balloon angioplasty. Post procedure, the final residual stenosis was noted to be 20 percent, and the subject was discharged from hospital a few days later. The initial lesion length was also corrected from 120 mm to 80 mm. Further details were reported surrounding the events that led to the previously reported hospital admission. The subject had developed ulcers on the first and third toes of the right foot and lateral ulcer on the first toe of the left foot. On (B)(6) 2025, the subject was admitted to the hospital for further evaluation and treatment of lower limb atherosclerosis obliterans. Similar to the previous report, on (B)(6) 2025, right lower limb angiogram revealed in-stent occlusion of common femoral artery, segmental stenosis and occlusion of distal superficial femoral artery, the outflow tract below the knee showed the fibular artery to the posterior tibial artery and foot. The occlusion noted in right superficial femoral artery were treated using laser ablation followed by balloon angioplasty using 3 mm x 120 mm, 4 mm x 150 mm sterling balloons from right femoral artery to proximal popliteal artery. Subsequently, diseased segments of artery were further treated using 4 mm x 200 mm and 4 mm x 150 mm ranger drug coated balloons. Post procedure, angiogram revealed patency of treated vessels with small non flow limiting dissection in the right mid popliteal artery and no intervention was performed to treat the dissection.